Event description:
It was reported that this pacemaker system was deactivated while the patient is hospitalized with an infection. This investigation will be updated when further information becomes available. This right atrial (ra) lead remains in-service at this time. No additional adverse patient effects were reported.